Manufacturer narrative:
Continuation of d10: product ID: {d-evolutfx-2329}; product lot/serial number: {unknown}; product type: {0195-heart valves}; implant date: {n/a}; explant date: {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the valve dislodged and dissected the ascending aorta. The patient was transferred to emergency surgery where the valve was explanted and the dissection was repaired. A new surgical valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: a3b. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the goal implant depth was 3 mm. The valve was deployed at a depth of 2.5-3 mm, but moved up slightly upon release.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. H11. Section d information references the main component of the system. Other relevant device(s) are: product ID d-evolutfx-2329, lot number: 0012318193, use by date: 2026-06-17, and UDI number: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, a pre-implant balloon dilatation was performed. The deployment starting point was at the bottom third of the pigtail and an implant depth of 1 millimeter (mm) on the non-coronary cusp (ncc) and -1 mm on the left coronary cusp (lcc). After the valve was deployed, while retrieving the delivery catheter system (dcs) the nose cone grazed the outflow of the valve anddislodged the valve aortic into the ascending aorta. It was noted that there was no aortic tissue touching the outflow portion of the valve when the nosecone passed through the outflow. A confida guidewire was used. Per the physician, the patient's large ascending aorta (39 millimeter (mm) in diameter) contributed to the event. Additional information was received that the right femoral access site was used for the procedure, and a pre-implant balloon aortic valvuloplasty (bav) was performed. The valve was implanted in the patient¿s native annulus using cuspal overlap technique, and the training guidance for slow deployment of the valve was followed. Prior to slowly withdrawing the dcs, the nosecone was not centered within the frame inflow by slightly retracting the guidewire. The guidewire was centered in the inflow of the valve by pulling the guidewire back, however, the guidewire was not centered in the outflow of the valve by pushing the guidewire back into the apex of the ventricle. The guidewire was pulled back into the nosecone and then the whole system was withdrawn. In result, the nosecone brushed the inner curve of the outflow of the valve causing the valve to dislodge from the annulus. It was noted that the patient had a large ascending aorta diameter of 35.6 millimeter¿s (mm) resulting in no secondary fixation in the aorta. When the nosecone of the dcs brushed the outflow of the valve, there nothing to oppose the valve from tilting. The implant depth was approximately 1-2 mm on the non-coronary cusp (ncc). The dcs was not twisted or torqued during deployment. Per the physician, the cause of the dislodgement was due to too high of an implant depth.

Manufacturer narrative:
Updated data: b5 section d information references the main component of the system. Other relevant device(s) are: product ID d-evolutfx-2329, serial/lot number, use by date, and UDI number. Continuation of d10: product ID gwbc30; product lot/serial number ; product type: guidewire;explant date e1 e3 h6 additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, a pre-implant balloon dilatation was performed. The deployment starting point was at the bottom third of the pigtail and an implant depth of 1 millimeter (mm) on the non-coronary cusp (ncc) and -1 mm on the left coronary cusp (lcc). After the valve was deployed, while retrieving the delivery catheter system (dcs) the nose cone grazed the outflow of the valve and dislodged the valve aortic into the ascending aorta. It was noted that there was no aortic tissue touching the outflow portion of the valve when the nosecone passed through the outflow. A confida guidewire was used. Per the physician, the patient's large ascending aorta (39 millimeter (mm) in diameter) contributed to the event.